Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Additionally, it was reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Furthermore, it was reported that a minimum fill notification occurred after the user filled the cartridge with 150 units of insulin during the load sequence. A new cartridge was loaded to resolve the issue. The customer's blood glucose level ranged from 120-130 mg/dl. The customer continued to use the pump for insulin therapy.